Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: label damage, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case, keypad overlay texture damage, cracked keypad overlay, missing display window/cover and cracked retainer. Cosmetic damage was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found that the type of damage was crack and the location of the damage was at the back of the pump at battery site no harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.